Event description:
Procedure: lap colectomy. According to the reporter: dr (B)(6) had an endogia misfire today. He was using a white 45mm load on thin connective tissue along a myoma. After stapling, there were several areas of bleeding along the staple line. Several of the staples had failed to close properly upon firing. The patient experienced minor bleeding which was controlled easily and additional time was spent making sure the staple line would remain intact leading to increased time under anesthesia. As a precaution, we opened another endogia ultra handle for his next firing. Patient was reoperated three days later where the patient passed away in the operating room. Patient death was not directly related to the stapler misfire. There was no unanticipated tissue loss and there was no unanticipated extension of the incision more than 1 inch. There was no unanticipated blood loss more than 500cc, however; surgical time was delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).